Manufacturer narrative:
This case was assessed as reportable to the FDA as the event xanthelasma (pt: xanthelasma), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a dutch physician and concerns a female patient. She was injected with radiesse 1.5 ml, into the malar for a more projection anterior of the cheek and palpebromalar groove and zygoma (minimal) on both sides, on (B)(6) 2024. Batch number was reported as unknown. Needle used for injection was a 22 g / 38 mm cannula. The right side went fine. The patient was previously injected with hyaluronic acid and botulinum toxin and was sensitive for edema. On (B)(6) 2024, 2 days after the radiesse 1.5 ml injection, the patient experienced that the left side showed signs of edema and also a red lesion (reported as laesie) with diffuse erythema was seen. The edema decreased but diffuse erythema and a sort of hard bigger round flat nodule was visible. Corrective treatment included tavegyl, hyason and kenacort injections, but with little effect. At the time of this report, the skin looked more steady and calm (at the time of this report, time in between treatment and better skin was not clear). Physician said it looked and felt a bit like xanthelasma but was not sure what it was. The outcome of the events was reported as resolving. In the opinion of the reporter, the events were related to radiesse.